Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it seemed like their urine production was high, and they were waking up in the morning in a wet night gown, sheets, and they had to get a night pad protector for about 3 weeks to a month. The agent walked them through connecting to the ins. The patient was able to connect and was able to see that the therapy was actually off. The agent reviewed turning on the therapy and reviewed that the reason for their return of symptoms might be caused by the therapy being turned off. The patient then was able to turn therapy back on. The patient was to continuously monitor their symptoms and they were redirected to the healthcare provider if symptoms persist.